Event description:
It was reported that the rv (right ventricular) lead was partially explanted and replaced due to a system change from an ipg to an ICD. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: all insulators breached; distal segment returned and analyzed.